Event description:
During placement of pacing lead in cardiac venous system, tip of guide wire broke off inside of vessel. Unable to retreive.

Event description:
As part of the complaint investigation process company is exploring the possibility of changing the manufacturing of the subject drape from a two piece to a one piece assembly process which will eliminate the need for gluing the two pieces.

Event description:
During placement of pacing lead in cardiac venous system, tip of guide wire broke off inside of vessel. Unable to retrieve.